Event description:
It was reported that the infusion set site had become loose on (b)(6) 2026, resulting in high blood glucose that was managed with a bolus.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number:Reporting Site: 8021545.Manufacturing Site: 8021545.